Event description:
It was reported that a patient was in the hospital due to a "syncope recurrence" and needed her device checked. Follow up with the company representative confirmed that the device was checked. It was stated that device diagnostics were fine. The patient's physician also monitors the device regularly and had a follow up appointment. It was stated that the syncope had been occurring for a few days and the patient's husband asked if the vns could cause a change in blood pressure. The nurses also asked if vns could be causing the syncope. No additional, relevant information was received to date.